Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst over a length of about 1.5mm in the middle of the balloon length. Microscopic inspection of the balloon showed several deep scratches in close vicinity of the tear. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause is most likely related to the patients anatomy.

Event description:
During inflation the pantera leo 2.5/12 balloon catheter ruptured. No more information available so far.